Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, doors 1, 2, and 4 had failed and required maintenance. The customer stated that they rebooted the station and performed recovery storage as troubleshooting steps, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the doors had failed. The field service engineer (fse) inspected the auxiliary cable between the main unit and tower and found the connections secure with no visible damage. After a reboot showed no change, the fse replaced all four outdated latch assemblies as they contained white mini switches that had not been used for years, but the issue remained unresolved. The fse later replaced and configured the tower door controller printed circuit board (pcb) and confirmed that the issue was resolved. The system functioned as intended after the field service engineer (fse) repaired the device.